Manufacturer narrative:
Title: comparison of the effects of total laparoscopic hysterectomy and total abdominal hysterectomy on sexual function and quality of life source: hindawi, biomed research international; volume 2020, article ID 8247207, 6 pages, https://doi.org/10.1155/2020/8247207. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature study of comparison of the effects of total laparoscopic hysterectomy and total abdominal hysterectomy on sexual function and quality of life, a retrospective study evaluated outcomes of women who underwent laparoscopic hysterectomy and abdominal hysterectomy between 2014 and 2018. There were 455 patients and complications included: bladder or ureter injuries, bowel injuries, vascular injuries and bleeding.